Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead was reposition due to dislodgement and required a revision approximately one month after implant. The lead revision was successful and no additional patient adverse effects were reported.